Event description:
It was reported that during a thyroidectomy procedure, the endotracheal tube was inspected and the cuff inflated before use. About 40 minutes into the procedure, the patient's oxygen saturation dropped. The cuff was deflated, the tube was repositioned, and the patient's condition stabilized. Upon investigation, it was discovered that the tube cuff had herniated. Despite this, there was no delay in the procedure, and it was completed successfully with the same tube. The patient's teeth were checked to ensure they were not biting the tube, which had encountered an obstruction. The cuff pressure had caused the inner lumen of the tube to close or become obstructed. The tube had warmed up during the 40-minute procedure, causing the plastic/silicone to soften and exert pressure on the inner lumen, leading to the obstruction. The patient did not suffer any injury.

Manufacturer narrative:
Medical safety has reviewed the additional information received which was confirmed that 40 minutes into the procedure the patient pressure increased; there was no movement of the patient or tube just prior to this occurring. When the patient pressure increased, normal steps to treat were started, including treatment of bronchospasm and checking for biting/kink on tube. Treatment for same did not release the pressure, there was no biting/kinks. When trying to pass an endobronchial suction catheter they encountered an obstruction and were unable to pass. They then deflated the cuff and were able to pass the catheter and the patients pressures returned to normal. This regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.